Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 478 mg/dl at the time of incident. The customer¿s current blood glucose value was 435 mg/dl. The customer experienced symptoms like nausea, headache due to high blood glucose. Troubleshooting was performed. The customer treated high blood glucose with insulin pump. Customer stated that auto mode was active at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that insulin pump had crack. No further patient complications were reported. The device will not be returned for analysis.